Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle jammed from the beginning of the case and could not use the device during a laparoscopic esophagectomy. A new device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) received one endo stitch suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was retuned with the instrument. Witness marks on the bevel wall were observed on the instrument. No sheering was observed on the toggle switches. The instrument was loaded with a needle from pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).